Event description:
Follow up with the physician's office found that the patient had not been seen since the event occurred on (B)(6) 2013. It was uncertain if the programming system was functioning and had been used with other patient's; however, the physician had not reported any other problems with the programming system. Review of the patient's vns programming history found that the device was at neos (near end of service) = yes on (B)(6) 2011 and (B)(6) 2011. As a result, the failure to program is likely attributed to the generator being at eos; however, the wand battery not lighting up indicates that the wand battery was depleted.

Manufacturer narrative:
Brand name; corrected data: additional information indicates that the suspect device is the handheld device. Type of device, name; corrected data: additional information indicates that the suspect device is the handheld device. Model #, serial #, lot#, expiration date, other; corrected data: additional information indicates that the suspect device is the handheld device. Operator of device; corrected data: additional information indicates that the operator of the device was the health professional. Date of implant; corrected data: additional information indicates that the suspect device is the handheld device. Device manufacture date; corrected data: additional information indicates that the suspect device is the handheld device. Labeled for single use; corrected data: additional information indicates that the suspect device is the handheld device. Usage of device; corrected data: additional information indicates that the suspect device is the handheld device.

Event description:
Additional information was received stating that the epileptologist¿s programming system has been functioning properly. The explanted generator was returned to the manufacturer for analysis. The end of service condition was determined to be the result of normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
It was reported that the patient has been referred for generator replacement surgery. Surgery is planned, but has not occurred to date.

Event description:
Additional information was received indicating that the epileptologist¿s handheld device was not functioning at times. It was noted that the handheld device was not charged sometimes as the epileptologist did not regularly check if the handheld needed to be charged. Further follow-up revealed that the patient underwent generator replacement surgery on (B)(6) 2014 due to battery depletion. The explanted generator has not been returned to date.

Manufacturer narrative:
.

Event description:
The physician reported that they tried to interrogate the patient's vns device; however, were unable to establish communication. It was confirmed that the patient had left without being successfully interrogated as they did not have another programming system. It was confirmed that the handheld was unplugged at the time of interrogation. While checking the wand battery it was seen that the green light was not appearing. The wand battery was changed and the green light appeared and quickly disappeared after a couple of seconds. Follow up with the physician found that the patient has not been seen again to confirm the generator is working. The wand battery was replaced; however, the physician was unable to confirm if the programming system is now working successfully. No other information was provided.

Manufacturer narrative:
Device available for evaluation, corrected data: the previously submitted MDR inadvertently did not include that the device was returned for analysis. The previously submitted MDR inadvertently did not include that the device analysis was underway.